Manufacturer narrative:
The implant was in two pieces, with the fracture located approximately 6mm from the coronal end. The fracture surface was perpendicular through the entire cross-section of the implant within the internal screw thread channel (near the drill point). The fracture surfaces appeared relatively uniform with a few possible beach marks, which could indicate fatigue crack propogation. The distal portion of the implant below the fracture had a significant amount of bone integrated to it, and in a cylindrical shape which was likely from explantation using a trephine drill. In contrast, the proximal portion of the implant did not appear to have bone integrated which could indicate lack of osseointegration, bone resorption, or the bone was separated during implant removal. There was a locator abutment also returned separate from the fractured implant, which appears to be a 5mm gingival height. There were markings on the outer diameter within the tin coated region, which may have been caused during removal. Otherwise, the abutment appeared intact with no major damage or wear. A query was performed in the electronic complaint management system for all genesis ø4.5mm implants (p/n g21137, g21138, g21139, g21140, g21142) for similar incidents of implant fracture. Since 2010, there have been a total of 6 genesis ø4.5mm implant fractures reported. The long term complaint rate was calculated by dividing the 5 reported complaints by a total of 55,507 units sold (from january 1, 2010 to february 5, 2024), which gives an overall occurrence rate of 0.01%. This rate is well within keystone''s risk management acceptability of <0.5% and within the rates reported in the literature. An inventory transaction history was performed in the erp system for this lot wo-015907. A quantity of 125 was received in december 2020 and no units remain in inventory. The DHR was reviewed and all documentation was filled correctly and all the measured parameters were found to be within specification. Based on this data, it can be concluded there is no adverse trend and this failure is within the established thresholds. Implant fractures are typically caused by fatigue under high cyclic stresses. Fractures are more likely to occur in posterior locations where mastication forces are higher, due to unfavorable loading conditions such as patients with bruxism (grinding of the teeth), prosthetic cantilevers, improper implant size selection or crown-to-root ratios. The product incident report was reviewed and the patient''s medical background includes bruxism. This patient risk factor is known to cause more severe loading conditions than normal, and is the most probable root cause of this failure which led to material fatigue or overload. See attached closing letter.

Event description:
Implant fracture.

Manufacturer narrative:
Implant fracture is a well documented and long term complication of dental implants which is related to fatigue and/or unfavorable loading conditions. Implant fracture risks are adequately captured in risk management documentation and are also captured in the adverse event reaction section of keystone dental's implant information for use which lists implant fracture as an anticipated outcome. No adverse trends were identified and the fracture rate is well within the expected rate of occurrence.

Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant fracture is a well documented and long term complication of dental implants which is related to fatigue and/or unfavorable loading conditions. Implant fracture risks are adequately captured in risk management documentation and are also captured in the adverse event reaction section of keystone dental's implant information for use which lists implant fracture as an anticipated outcome. No adverse trends were identified and the fracture rate for the restore implant line is well within the expected rate of occurrence.